Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not authorized to service the unit. The customer inspected the device and replaced this breath delivery unit. The customer will perform extended self testing.